Event description:
Customer reported cartridge change error with pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through troubleshooting steps, including cleaning pneumatic tap area and confirming cartridge placement; customer successfully completed load process and resumed insulin.